Manufacturer narrative:
Insulin was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was being worn in the customer's brassiere while she was exercising. Her blood glucose level was 230 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).